Event description:
On (B)(6) 2025, the user reported the ilet device was unpowered for five hours. Upon reconnecting after charging, blood glucose (bg) readings were elevated, reaching over 400 mg/dl. A fingerstick reading was 339 mg/dl. The user reported feeling thirsty. Following a supply change, bg corrected.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.